Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device has bad display. Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility where the reported complaint was confirmed as the device have bad display. On internal inspection it was observed that the unit display has physical damage to the bottom right side causing the calibration issues. Once the display assembly was replaced the device functioned correctly. Testing and verification were completed satisfactorily (calibrated nbp, co2 and touch screen) and the device was returned to service at the customer site. No parts required device functions are working correctly. Based on the information available and testing conducted, the cause of the reported problem was the damage in display. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after the engineering activity. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.